Event description:
It has been reported to philips that the power button seems to be sticking. Monitor is slow to turn on, then once it's on it will pop up screen showing options to abort or confirm shutting down. No patient involvement.